Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A colonoscopy was performed to address multiple issues (i.e., polyps, etc.) In the colon. The esu's settings were forced coag, 25 watts, effect 1. After the endoscopy work, the pt was admitted to the hospital to remedy post-polypectomy bleeding. The arterial bleeding was treated with epinephrine and hemoclips. No further info was available on the pt.

Manufacturer narrative:
The esu was throughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved in the reported event. It appears that the pt's disease state of having large hidden blood vessels underneath the polyps played a significant role in the situation. That is, arterial bleeding occurred upon the removal of polyps resulting in the add'l intervention work. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the issue, add'l in-service work in regards to verifying settings was performed on (B)(6) 2014 at the medical center. Furthermore, per the customer's request, the unit's snare hot biopsy program (program 1) effect setting was adjusted from effect 1 to 2 when the generator was serviced at our company. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.